Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Any omitted information was not available at the time of initial report. Iop elevation is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
It was reported through a clinical trial that a patient experienced an intraocular pressure (iop) increase greater than 10 mm hg above baseline on the same day following istent implantation. The patient was treated with combigan 1 drop twice a day. The event was reported as resolved on postoperative day one.